Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that 5 syringe 5ml ll sp125 experienced leakage. The following information was provided by the initial reporter: material no.: 309646, batch no.: unknown. Verbatim: rep calling on behalf of a customer who would prefer to not be identified that uses syringes for individualized cancer medicine. They use syringes 309646 (5) ((#) is how many affected). Syringes are received sterile then they wipe them down which is causing the paper backing to flake off and get in the product which results in mold. No product to return, no dates ongoing issue, no lot numbers provided.